Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm hemo split d/l catheter along with various components were return for sample evaluations. Along with return sample two photos are provided for review. Visual, microscopic visual, tactile and functional evaluations were performed. A split was noted on the distal portion of the red luer extension leg and striations were on the surface of split. Air leak was observed from the split on red luer. Blue luer and was patent to infusion and aspiration. No anomalies were noted in photo review. Therefore, the investigation is inconclusive for the reported material integrity and air in device issue as the striation were noted on the split surface and it's determined to be an incidental finding. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the catheter was allegedly damaged at the clamp. It was further reported that an air leak was allegedly found in the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the catheter was allegedly damaged at the clamp. It was further reported that an air leak was allegedly found in the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.